Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Maquet (B)(4) has performed an investigation by remote diagnosis. The device is not being returned for evaluation. The device will be repaired on site by a service technician. A supplemental medwatch will be submitted if additional information is obtained.

Event description:
It was reported that during preventative maintenance service an electrical short developed. The cable and insulation became crushed between the case and base of the machine during the repair work. Initial electrical testing did not indicate an electrical short. Over a period of ten days, the insulation broke down and caused the residual current device (rcd) to trip during movement of the machine. The equipment could be run on a battery but could not be connected to the main due to the short. The perfusionist indicated the malfunction did not occur during a procedure. Reference: (B)(4).